Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Manufacturer narrative:
Patient identifiers were not provided. The customer will be followed up with.

Event description:
As per (B)(4) during a clinical procedure a dental implant displayed a lack of primary stability and the implant was removed.